Manufacturer narrative:
Radiometer have requested data logs and service dumps, but were not provided. Hence the root cause remains unknown.

Event description:
Radiometer complaint reference: (B)(4). According to the complaint, the customer reported that on (B)(6) 2026, at 19:20, a blood gas analysis on the blood gas analyzer abl800 flex analyzer (serial number (B)(6)) was completed for the pediatric patient. The reported results showed potassium (k) of 2.5 mmol/l and sodium (na) of 117 mmol/l. The patient was immediately assessed and showed no signs of cardiac arrhythmia, seizures, or other abnormal manifestations. Compared with the blood gas results at 06:35 the same morning (k 3.4 mmol/l, na 132 mmol/l), the values differed significantly. An urgent repeat biochemical electrolyte test was ordered immediately. In the meantime, low-dose hypertonic sodium and potassium citrate supplementation were initiated. At 20:39, the biochemical electrolyte results were reported as k 3.9 mmol/l and na 134 mmol/l, and hypertonic sodium and potassium citrate supplementation were immediately discontinued.